Manufacturer narrative:
(B)(4). One used space pump IV set, without the original packaging, was received for evaluation. Upon visual examination, the set was noted to be disconnected at the bonded joint between the tubing and side arm of the distal caresite y-valve. The root cause of the reported issue was determined to be related to stress placed on the caresite tubing joint during assembly, where stretching was observed immediately after bonding the units when processing multiple units simultaneously. Subsequently, corrective actions have been taken to ensure the root cause has been addressed. This included updating of the assembly layout and bonding method to a one-piece at a time flow therefore eliminating the stretching practice. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event#1: reports the tubing came apart. There was no patient injury. On (B)(4) 2014, additional information received from (B)(4) indicated that the tubing came apart while the patient was receiving cytotoxic medication.